Event description:
Kirwan monopolar cable used with davinci was intermittently working. On second assessment, the cord was severed in half and appears to be burned on one side. The equipment was sent to biomed. The cable received by clinical engineering will be forwarded to biomedical engineering for further examination.